Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. D4: batch # u5ef7y. H6: component code g04. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage with an ecr60d reload present. Additionally, the reload was received with the right side fully fired and left side partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain what is meant by ¿not all staples were formed¿. Were they not formed proximal to distal or on one side of cut line? Was there any tissue movement during the firing? Does the surgeon routinely wait 15 seconds prior to firing? Was there any change in the post -op care of patient? Will the device be returned for analysis?

Event description:
It was reported that during a gastric sleeve procedure, the device didn't staple as intended during the second firing. The device cut as intended, but not all staples were formed. This resulted in a partially open staple line, especially in the middle of the staple line. Another reload had to be fired to properly close the staple line. As a result, the diameter of the rest sleeve stomach was smaller than initially intended. There were no reported consequences for the patient.